Manufacturer narrative:
H11: through follow-up communication livanova learned that due to irreparability of the device, it will be scrapped. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A livanova field service engineer was dispatched the customer and could confirm the device is not heating and cooling within the normal range when its under load the device will be shipped for repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See intial report

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in milan, italy. A livanova field service representative was dispatched to the facility to investigate the device: no gas leak from the compressor was detected inside the device tanks. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device did not cool properly when used with a load connected to the system. The issue occurred during priming. There was no patient involvement.

Manufacturer narrative:
H11: complaints database review revealed no further similar incidents since unit manufacturing in 2019. No concerning trend was identified for reported failure. Based on investigation findings, the root cause of the event could be addressed to a failure of the compressor, likely due to coil corrosion which developed over time. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.